Event description:
Procedure performed: pancreatectomy. Event description: ring-shaped foreign object was found in the patient. Report from the sales rep a ring-shaped foreign object was found in the patient during the procedure. The case was completed. The customer would like to know whether it was originated from the trocars used in the procedure. Initial investigation report the event unit was returned to us and visually inspected. The reported foreign object was confirmed. It was a plastic-like part in the shape of a ring. The septum was fragmented. The fragment of the septum was not returned. No visual damage was found in the ddb, shield and trocar. The unit will be returned to amr for further evaluation. Information sent by distributor's complaint checklist the main usage of the trocars were as the camera port and 2nd port. Concomitant devices used were 10mm ltf, [non-applied medical device], grasper, and gauze. Number of insertions/removals was about 30 times. The hospital staff found the parts during the case. The surgeon removed all damaged parts. Intraperitoneal irrigation was performed at the case. Information for four additional returning: the event unit was returned to us and visually inspected. No visual damage was found in the septum, ddb, shield and trocar. The unit will be returned to amr for further evaluation. Type of intervention: the surgeon removed all damaged parts. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear plastic ring. Visual inspection confirmed the complainant's experience of septum fragmentation. Material analysis was performed on the plastic ring, the material of the ring did not match any material used in applied medical products. Based on the condition of the returned unit, it is likely that the fragmented septum was caused by non-axial insertion or removal of asymmetrical instruments through the seal. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as septum fragmentation is unlikely to cause or contribute to death or serious injury and the plastic ring likely did not originate from an applied medical product.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: pancreatectomy. Event description: ring-shaped foreign object was found in the patient. Report from the sales rep: a ring-shaped foreign object was found in the patient during the procedure. The case was completed. The customer would like to know whether it was originated from the trocars used in the procedure. Initial investigation report: the event unit was returned to us and visually inspected. The reported foreign object was confirmed. It was a plastic-like part in the shape of a ring. The septum was fragmented. The fragment of the septum was not returned. No visual damage was found in the ddb, shield and trocar. The unit will be returned to amr for further evaluation. Information sent by distributor's complaint checklist: the main usage of the trocars were as the camera port and 2nd port. Concomitant devices used were 10 mm ltf, [non-applied medical device], grasper, and gauze. Number of insertions/removals was about 30 times. The hospital staff found the parts during the case. The surgeon removed all damaged parts. Intraperitoneal irrigation was performed at the case. Information for four additional returning: the event unit was returned to us and visually inspected. No visual damage was found in the septum, ddb, shield and trocar. The unit will be returned to amr for further evaluation. Type of intervention: the surgeon removed all damaged parts. Patient status: no patient injury.